Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer was hospitalized with hyperglycemia of 27.0 mmol/l and diabetic ketoacidosis. She was treated with an insulin infusion and was placed back on the infusion device when her blood glucose was 11.0 mmol/l. Within 1 hour, her blood glucose elevated to 17.0 mmol/l. It is believed the insulin delivery of the infusion device is inaccurate. The alleged product was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.